Event description:
As described by the technologist: "during placement of an ivc filter the filter did not correctly disengage from the delivery device, causing the filter to be deployed in the wrong position. We had to open additional equipment to retrieve the filter and reposition it. No harm was caused to the patient. The filter was a bard denali jugula." The wire at the end of the delivery device looks unusual.